Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remoted into the cabinet and confirmed the drawers were powered on and the network was properly configured, then uploaded the required firewall rules and restarted the application after which the error message disappeared, all zones populated and opened normally also verified that the customer was able to log in to the cabinet and issue medications as normal to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an error message indicating that the drawers were offline was displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.